Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a left knee revision approximately two months post implantation due to infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the device was previously investigated on a different report. Please see medwatch #: 825034-2015-04886. The initial report was forwarded in error as a duplicate, and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Pt identifier:- (B)(4). Concomitant medical product: vanguard cr femoral, cat#: 183032, lot#: 456060. Biomet knee system fixed cruciate tibial plate, cat#: 141234, lot#: j3606891. Vanguard knee system series-a standard patella, cat#: 184764 lot#: 596480. Cobalt bone cement, cat#: 402283 lot#: 200730. Cobalt bone cement, cat#: 402283 lot#: 583850. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04996, 0001825034-2017-04997, 0001825034-2017-04998, 0001825034-2017-04999. Product location unknown.

Event description:
It was reported that the patient was revised due to unknown reasons. Attempts have been made and no further information has been provided.